Event description:
The patient reported that their stimulation will increase when they touch the right side of their implant. It was noted that the issue started occurring 8-10 months ago, prior to the report. The patient stated that when they push on their implantable neurostimulator (ins), the simulation would intensify all over their body, especially in their arm, back and legs. The patient noted that if they do not push on the ins, then the stimulation is only in their back and legs, and not as intense. Impedances were run when the patient pushed on their ins at the time of the report. Impedance ranges were 1600-1700 ohms for all contacts, except for electrode 11, which was 1425 ohms. The manufacturing representative then reprogrammed the patient without using the 11 electrode, and the patient no longer felt stimulation intensify while pushing on the ins. It was noted that there was a potential issue with electrode 11. The patient is currently programmed on 6+, 7+, 12-, and contact 11 was used as a negative. Troubleshooting done at the time of the report resolved the reported issue. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.